Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The customer was assisted in removing the pump from its case and received instructions to properly press the button, but the issue persisted. Consequently, the pump was scheduled for replacement, and the customer agreed to use multiple daily injections as a backup therapy.